Manufacturer narrative:
Occupation: health professional (hpro). Evaluation summary: one device, with an electrode, was received for evaluation. These devices have been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned products met specification as received. Visual inspection of the electrode and the pencil showed no defects. Visual inspection found part of the coating to have slightly worn away and the electrode to be charred. The purpose of the coating is to limit the tissue from sticking to the electrode. The coating erodes as the electrode is activated. The tip of the electrode also discolors when activated and used on tissue. This effect is a normal part of electro surgery and is not considered a defective product. The electrode showed no on sign of heat damage. The electrode was attached to the returned pencil and activated at 60w. No flame or abnormal effect was noted. The investigation found the device to function normally. The instructions for use (IFU) warns: the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions at all times: when using electrosurgery in the same room with gases or flammable substances, prevent pooling of fluids and the accumulation of gases under surgical drapes or near the surgical site. Tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as in throat or mouth procedures. Eschar plus high oxygen may create embers. Keep the electrode clean and free of all debris. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had an electrode tip fire and was extinguished. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.